Manufacturer narrative:
Patient information is not available for reporting. UDI: (B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number: (B)(6). A device history record (DHR) review was performed on part # 03.130.302s, lot # l217907: manufacturing location: (B)(4), supplier: external supplier sphinx ag, non sterile article 03.130.302 with lot f-20594, manufacturing date: 04.dec.2016 expiry date: 01.nov.2026: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery for thumb basal joint arthritis on (B)(6) 2017, after surgeon placed the plate, the drill bit in question was broken while drilling the bone for screw insertion. Thereafter, the plate was removed. The broken piece of the drill bit in question was retrieved. Then, the surgery was completed by using usual technique without any problem afterwards. The surgery was extended for one (1) minute. Patient outcome is good. Concomitant device reported: plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) drill bit. This is report 1 of 1 for complaint (B)(4).